Event description:
During a rotator cuff repair the implant driver broke inside the anchor. The broken tip of the driver remains inside the implanted anchor. The surgeon could not remove the implant. The two lot numbers used in the case were provided by the customer but it could not be determined which was associated with the event. This report is for the second lot number provided. No patient issues associated with this event were reported. This device is used for treatment.

Manufacturer narrative:
The device history records for both lot numbers were reviewed but nothing was found that was relevant to the event. The customer discarded the remainder of the device so an evaluation could not be done and the complaint could not be confirmed. No further information could be obtained from the customer. A definitive conclusion could not be determined based on the information provided.